Event description:
According to the available information the balloon was unable to be deflated. The balloon port/lumen was cut and left the catheter in the patient overnight to possibly drain but the balloon did not drain. The patient underwent cystoscopy procedure to puncture the retained balloon.